Event description:
It was reported that the patient underwent an posterior fusion surgery at l4-s1 to treat spondylosis. The patient reported back to clinic sometime post-op and it was noted that the screw was broken at s1. No revision has been scheduled yet as it is uncertain whether fusion has occurred. It was also noted that the patient was experiencing back pain. No additional patient complications have been reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.